Event description:
During the saphenous vein harvesting procedure, the balloon popped on the short port and pieces fell inside the patient. The hospital did not provide any information regarding the retrieval of balloon pieces. No patient complications were reported by the hospital.